Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 30-may-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving hydromorphone (1 mg/ml at 0.2001 mg/day) via an implantable infusion pump. The indication for use was noted to be spinal pain. It was reported that the patient had a catheter implanted on (B)(6) 2019 and the same day they needed to have the intrathecal end revised. The caller didn't have any further information about the issue. Considerations were reviewed with the caller. No patient symptoms were reported. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID 8781 (B)(4) implanted: (B)(6)2019 product type catheter if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a magnetic resonance imaging (MRI) technician on (B)(6)2019. The healthcare provider (hcp) read in a note that a cap (catheter access port) aspiration was unsuccessful so a revision was performed with the patient's catheter. The hcp stated the patient's pump was "not working." However, they had no other details. The patient was having an MRI and the tech wanted to make sure the patient could still have an MRI scan if the device was "not working." The hcp did not know if the patient had experienced any symptoms or when the issue began. Additional information was received from the manufacturing representative (rep) on 2019-sep-04. Regarding the reason for the initial catheter implant, the rep stated they were told there was a bundle/clumping of nerves at the area of the catheter tip, which was the reason for both revisions. The patient was doing better at the time of the report, (B)(6)2019. It was believed the issue had been resolved. It was indicated the information provided had been confirmed with the physician/account.